Event description:
It was reported the multifocal intraocular lens was explanted 1 month following the original implant date. Customer reported to the physician that she was not happy with the lens. The surgeon thought it could have been a miscalculation on their part or the patient just was not able to deal with the halos which were part of her not being happy with the outcome.

Manufacturer narrative:
A manufacturing record review was performed and met all specifications. The lens was received cut in 2 pieces precluding measurement of the power. Visual inspection of the optic parts took place and no optical deviations could be found. A review of complaint records revealed that no similar complaints from this order number were received. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and transferred to the manufacturing site for analysis. Product met all manufacturing specifications prior to release. Halos are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.